Event description:
Reporter states the rh foot siderail will not stay in the up position. She requests a tsr to repair. Tsr lubed and cleaned the pins in teh center arm assy, to resolve the problem with the rh foot siderail not latching.